Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device implant the connector sheath would not tighten. The device was not implanted. The patient condition was stable and good.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of a connector anomaly was confirmed in the laboratory. Visual inspection noted parylene residue in the septum bore. The cause of the field event was due to the parylene residue inside the septum bore.